Event description:
No additional information.

Manufacturer narrative:
Two videos received for investigation. Through visual inspection, client is shown, holding a 10 ml syringe with assembled needle. The syringe has liquid inside where it is possible to see that it presses the plunger several times to expel the liquid inside the bottle, continuously rotating the syringe and the bottle, however, difficulty is seen when performing this action. The second video shows the client holding a 10ml syringe, where the cannula is inside the bottle. The client pulls the plunger to suck the liquid from the bottle into the syringe, however, it is observed that the liquid passes into the syringe drop by drop slowly. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Physical samples are required to further analyze and determine a root cause. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd needle 18ga 1-1/2in bil lax is clogged/blocked. The following information was provided by the initial reporter translated from spanish to english: "the needles are becoming clogged very easily when puncturing the vials and solution bottles and therefore it is difficult to extract or insert the contents."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.